Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been taken to the hospital via ambulance in (B)(6) 2015. Customer's blood glucose of 40 mg/dl. Customer's blood glucose prior to getting to the hospital was in the teens. Customer was hospitalized due to having a seizure caused by low blood glucose. Customer was hospitalized for three days. Customer was wearing insulin pump at the time of hospitalization.